Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was unknown. It was reported that the patient was not hospitalized for peritonitis. The same day as event onset, the patient was treated with injection vancomycin (1gm stat, intraperitoneal one dose), injection vancomycin (1gm every 72 hours, intraperitoneal, ongoing) and injection amikacin (150mg once daily, intraperitoneal, ongoing) and tablet fluconazole (150mg once a day, ongoing) for peritonitis. On an unknown date, the patient recovered from peritonitis. Pd therapy was ongoing. No additional information was available at the time of this report.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.